Manufacturer narrative:
Follow-up # 3: 13/08/2015. This supplemental is being sent to correct information that was previously submitted. The alert date in followup 1 should have read (B)(6) 2015.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging sample not drawn in. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 - this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The test strips that were tested were from lot # 3693801, which were not documented as tests strips involved with the complaint at time of troubleshooting. Lot #3721418 which was reported as being involved in the initial complaint was returned, analysis was not possible for the test strips involved with this complaint due to the patient returning an empty vial of strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.